Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00386: plate, 3025141-2019-00387: screw 1, 3025141-2019-00392: screw 3, 3025141-2019-00393: screw 4, 3025141-2019-00394: screw 5, 3025141-2019-00395: screw 6, 3025141-2019-00396: screw 7, 3025141-2019-00397: screw 8, 3025141-2019-00398: screw 9, 3025141-2019-00399: screw 10, 3025141-2019-00400: screw 11, 3025141-2019-00401: screw 12, 3025141-2019-00402: screw 13, 3025141-2019-00403: screw 14.

Event description:
A polarus 3 plate was being implanted. When inserting screws into the compression hole on the plate, the screw heads were popping through the plate. Compression was achieved using the other holes on the plate. Thirty minute delay in surgery.